Event description:
Related manufacturer reference number: 3006705815-2022-16881. It was reported that the patient experienced loss of therapy due to high impedances. As a result, surgical intervention was taken on (B)(6) 2022 where both leads were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.